Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. A pseudoaneurysm is a leakage of arterial blood from an artery into the surrounding tissue with a persistent communication between the originating artery and the resultant adjacent cavity. This may occur after arterial puncture for a diagnostic cardiac catheterization or an arteriogram but is more common after an arterial intervention. Catheter-directed interventions more commonly require larger arterial sheaths to be used, and the anticoagulation or antiplatelet agents that are administered can interfere with normal sealing of the puncture site. Some pseudoaneurysms resolve themselves, though others require treatment to prevent hemorrhage, an uncontrolled leak, or other complications. Surgery is sometimes required. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information the cause of the event is unknown but may be related to the factors listed above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in (B)(6). A (B)(6) male underwent an implant of a 26mm sapen 3 valve, in aortic position by transfemoral approach. On pod 4, there was sonographic evidence of an aneurysm spurium on the right side and on the left side a pressure dressing was applied. On pod 5, the aneurysms were partially thrombosed and a thrombin injection was used as a treatment. On pod 6 the right side aneurysm cavities were perfused and the right artery femoralis superficialis was sutured. As per information received, the access in the right side was where the edwards device was used. During tavi procedure no incident occurred. The event was resolved.

Manufacturer narrative:
Corrected section h6- component codes, type of investigation, and investigation conclusions.